Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during the prime test and alarmed motor error alarm during basic occlusion test due to slightly loose drive support disk. No prime alarms noted. The motor was tested outside of the insulin pump and passed. The insulin pump was received with missing end cap sticker, minor scratches on lcd window, cracked case on the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 127 mg/dl. The customer stated that insulin was squirting out during the manual prime process, and that they are stuck in the rewind complete screen. Troubleshooting was initiated for the compromised force sensor system alarm. The customer does not recall any significant events leading to the force sensor issues, and that the compromised force sensor system has occurred three times before. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.